Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy, ovarian cystectomy, salpingo- oophorectomy.

Manufacturer narrative:
Date sent to FDA: 4/21/2017. (B)(4). It was reported that following insertion patient experienced recurrent urinary tract infections.

Event description:
It was reported that following insertion patient experienced recurrent urinary tract infections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.